Manufacturer narrative:
D1: cassette identifier unknown the impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was inserted via unknown access in a 68-year-old male who was admitted for high-risk percutaneous coronary intervention. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was unknown. During preparation of the cp, the yellow leurs were connected and an alarm for air in system was received. The cassette was found to be leaking purge solution. A new cassette was used with same console. The same alarm was received with the new cassette, but no leaking of purge solution noted. A new console and another new cassette were attempted. The same error occurred once connected and purge did not flow through the cp. It was decided not to use the initial cp, and a new cp was opened and used instead. The input issue will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support. This impella cassette device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella cp.

Manufacturer narrative:
D9 updated; the product has been received. The investigation is still ongoing.

Manufacturer narrative:
Updated information: e1 initial report facility name and address added.